Event description:
Event description guidant received information that this coronary sinus lead measured a high pacing impedance of >2000 ohms over time. The patient reported feeling unwell. An invasive system examination revealed lead crush at the subclavian region. The lead was extracted, replaced and returned for laboratory analysis. After replacement, the field representative noted that the (replacement) lead was not pacing as expected, rather sensing. A guidant technical services consultant recommended reprogramming to a different sensitivity. According to the field representative, the lead is now pacing. This event will be reopened and updated upon receipt of additional information.